Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (b)(46 medwatch field phone number was provided as (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for mg magnesium (mg) on a cobas integra 400 plus (i400+). The erroneous result was not reported outside of the laboratory. No alarms occurred on the analyzer. The issue only occurred once and no other tests were affected. The sample initially resulted as 3.7 mg/dl. The sample was repeated on the same analyzer, resulting as 2.3 mg/dl. The sample was also repeated on a second cobas integra 400 analyzer, resulting as 2.1 mg/dl. The customer considered the value of 2.3 mg/dl to be correct. No adverse events were alleged to have occurred with the patient. The mg reagent lot number was 19650201, with an expiration date of 31-aug-2018. Calibration and control results were within specifications. When processing controls in the morning of the event, the level 2 control was outside of specifications. When repeated, the control was ok. The customer checked the instrument and found that a system reagent was empty which is used for system washes. The customer stated that the system reagent bottle sensor had stopped working a few days prior and the customer had been monitoring the reagent volume and manually filling it. After replacing the csystem reagent, the issue did not occur any more.

Manufacturer narrative:
Calibration and control data were acceptable. The issue occurred only once and other tests were not affected. A general reagent issue could be excluded. There was an instrument alarm/information alerting the customer that the sensor for the cleaner bottle liquid level control was no longer working and the customer was aware of this. Despite this information, the customer continued to measure without a functioning sensor. Therefore, the cleaner bottle became empty without the customer noticing. This lead to an insufficient washing process and sample carryover. The issue was solved by replacing the defective sensor and the empty cleaner bottle. The issue has not recurred.